Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complaint of chest pain. A fluoroscopy revealed normal lead placement with normal lead function. The physician elected to move the right ventricular lead from the apex to the septal wall and also change the position of the right atrial lead. No additional information was available at this time.